Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient's ins had been on all day, however when they checked it at their house later on the device was off. The patient indicated they did not turn it off. The patient also noted their neck had been bothering them all day. The patient programmer showed the stimulation was currently on. The patient was redirected to follow-up with their healthcare provider to interrogate the ins and see how it was turned off. No further complications were reported as a result of this event.